Event description:
During index procedure the physician used one endeavor sprint (rx) drug eluting stent to treat a lesion located in the mid lad. It was reported that 34 months post index procedure the patient was admitted to hospital suffering from ischemic stroke. Patient was treated with medication. Investigator assessed that the event was not related to the study device treatment or therapy .

Manufacturer narrative:
Evaluation, results/conclusions: cva/stroke. (B)(4).